Manufacturer narrative:
The investigation for the reported low pump flow has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there were low pump flows and continuous suction alarms. The staff was unable to optimize support and increase above p4 without suction alarms present. The pump position appeared to be optimal under fluoroscopy and transthoracic echocardiogram (tte). Intravenous fluid was administered despite adequate preload and no signs of right ventricle failure on tte were noted. The impella cp device was removed and replaced with a new pump. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).